Event description:
Adverse event(s): "the patient impact is unknown" (no known impact or consequence to pt). Product problem(s): "the footswitch would not respond" (no device output). The customer reported the footswitch would not respond. The cases were canceled. Multiple attempts were made for more info on the event and pt status with no responses to date. The pt status is unk.

Manufacturer narrative:
The footswitch has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).